Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the upper abdomen using a cooladvantage, coolcore contour applicator and on (B)(6) 2017 to the lower abdomen using a cooladvantage, curve applicator and a cooladvantage+, curve applicator. The patient developed paradoxical hyperplasia (pah/ph) in the upper abdomen on (B)(6) 2017, diagnosed on (B)(6) 2017. Tissue was described as firm and spongy feeling, slightly tender when pressure was applied.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to the upper abdomen using a cooladvantage, coolcore contour applicator and on (B)(6)2017 to the lower abdomen using a cooladvantage, curve applicator and a cooladvantage+, curve applicator. The patient developed paradoxical hyperplasia (pah/ph) in the upper abdomen on (B)(6)2017, diagnosed on (B)(6) 2017. Tissue was described as firm and spongy feeling, slightly tender when pressure was applied.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction